Event description:
The nurse (rn) of a patient contacted a technical service representative (tsr) and reported abdominal bloating and abdominal discomfort, as if the patient were overfilled with fluid, during fill 1 using the homechoice cycler for automated peritoneal dialysis (apd) therapy. The incident was reviewed over the phone with the tsr, which revealed the patient was fluid overloaded prior to starting apd therapy and was "puffy" in appearance all over. According to the rn, it was the patient's very first time using the cycler. The patient previously had his catheter flushed by home training and was expected to be empty of fluid. The cycler was programmed for an initial drain alarm setpoint of 0mls, a fill volume of 2000mls and no last fill. Apd therapy was initiated with the cycler using 4.25% dextrose dianeal solution. The cycler advanced from the initial drain into fill 1 and began to fill the patient. The patient received 1412mls of the programmed fill volume of 2000mls when he felt abdominal bloating and discomfort. The rn placed the patient into a manual drain and removed 1903mls of fluid, which was 491mls greater than the delivered partial fill of 1412mls. Afterwards, the patient resumed apd therapy and continued therapy to completion. Per the rn, there was no resulting patient injury or medical intervention.

Manufacturer narrative:
Additional PMA/510(k) no. K923065. Baxter requested the device for evaluation; however, the customer declined to make the device available. The rn does not feel that the patient had been overfilled with fluid. The patient may have had some residual fluid left in his peritoneum after having it flushed by home training, resulting in an incomplete initial drain followed by a partial fill. However, the rn feels that this was small volume of fluid only. Instead, she feels that the patient being fluid overloaded during the first time using the cycler resulted in abdominal bloating and abdominal discomfort after receipt of the programmed fill volume of 2000mls. To resolve this incident, the patient's doctor temporarily changed the patient's prescription the following morning. The fill volume was reduced to 1000mls for 10 cycles using 4.25% dextrose dianeal solution. According to the rn, lowering the fill volume helped to minimize the patient's discomfort during apd therapy while dialyzing the excess fluid from his body. The rn relates the patient has since reached his dry weight as expected and continues to use the homechoice system without further reported difficulty.